Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high impedance alert in the latitude monitor system. No adverse patient effects were reported. This s-ICD remains in service.